Manufacturer narrative:
(B)(4).

Event description:
The pt experienced acute onset of radicular pain/a change in pain pattern; it was a shooting and burning in nature. The pt was hospitalized. An inflammatory mass was detected. The catheter was replaced. The outcome was reported as "ongoing".